Event description:
It was reported that " on (B)(6) 2026, the surgical patient underwent preoperative placement of a central venous catheter. During the puncture procedure, the anesthesiologist encountered a kink in the guidewire and catheter, leading to a failed puncture. Immediately, another puncture kit was used to complete the puncture and successfully place the catheter." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one opened tray with single guidewire for evaluation. Signs of use in the form of biological material on the guidewire are observed. The guidewire was observed to have a several kinks/bends throughout the guidewire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. The kinks in the guidewire were located 265mm, 398mm, 426mm from the proximal tip. The overall length of the guidewire measured 598 mm which is within the specification of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guidewire product drawing. The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The guidewire passed through both components with minimal resistance. Major resistance was observed at the kinking; however, the undamaged portion of the guidewire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. The catheter was not returned with the sample and therefore could not be evaluated. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guidewire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2026, the surgical patient underwent preoperative placement of a central venous catheter. During the puncture procedure, the anesthesiologist encountered a kink in the guidewire and catheter, leading to a failed puncture. Immediately, another puncture kit was used to complete the puncture and successfully place the catheter." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".